Event description:
When accessing pt's vascular access device, pt complained of pain and there was no blood return. Catheter was determined to have separated from the reservoir requiring retrieval by the special procedures dept.